Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 3011050570 2024 00134 (1/2).

Event description:
It was reported the ball tip single use fiber, when used with the soltive premium super pulsed laser system, caught fire during an unspecified procedure. The fiber sparked and ignited. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information was added to fields d4 (serial number), h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, the issue root cause cannot be confirmed. Olympus will continue to monitor field performance for this device. This report is related to (B)(4).